Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and the cause could not be determined. A bolus was delivered to address bg. A pump system check was performed and no device issues were identified. The customer inserted a new infusion set site. Tandem technical support advised the customer to discuss the event with a healthcare provider regarding bolus recommendations. The customer acknowledged. Upon follow up, the customer reported bg had lowered to normal levels.